Event description:
The patient contacted animas on (B)(6) 2012, reporting blood glucose levels of 14-18 mmol/l with nausea in the morning since (B)(6)2012. The patient's reported blood glucose does not meet animas criteria for an adverse event. The patient reported treating the elevated blood glucose with an additional bolus and a temporary basal. The patient reported that the basal program was found to be incorrectly set to 0 units per hour from 12 am to 6 am. A review of the pump indicated that the boluses were correctly reflected in the total daily dose. The total daily dose history showed 16.97 units on 3/14 and 14.25 units for (B)(6) 2012. The pump history showed no unusual activity or procedures in the history on the date of (B)(6) 2012 when the basal rate changed to 0 units per hour. Customer support advised the patient that it was unknown why the basal rate may have changed. This report is made based on the allegation that the basal rate changed without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned to animas for evaluation and investigation was completed on (B)(4) 2012. The results of the investigation were as noted: the pump rewind, load, and prime with no alarms. It was exercised for 24 hrs. On a 1 unit per hour basal program with no alarms, and all basal deliveries were made. The history shows that on (B)(4) at 00:31 the basal delivery was changed to 0u/hr, and then changed at 06:01 to .7u/hr. Pa confirmed there was no product defect associated with the incident.